Manufacturer narrative:
Additional information/correction: b5, f10/h6: medical device problem codes, h6: type of investigation, previous h10. B5: remove "due to a missing line on the cassette." During further examination, the "bottom left tube that goes into the door fell out". There were no observed physical defects to the cassette or tubing. F10/h6: medical device problem codes: replace a020602 with a1203. H6: type of investigation: replace b17 with b18. Previous h10: update "the device was not returned" to "the device was discarded". Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the amia cassette leaked due to a missing line on the cassette. It was further reported that "water was gushing out from behind the door of the device." This occurred during night cycle three dwell and drain of peritoneal dialysis therapy. Continuous ambulatory peritoneal dialysis (capd) was discussed with the home patient. There was patient involvement and no patient injury or medical intervention noted at the time of the initial report. No additional information is available.